Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider (hcp) and patient regarding a patient who was implanted with a neurostimulator for parkinson¿s dual and movement disorders. It was reported that the stimulation was not working as well for symptom control and the patient would like it turned up. The patient stated that her dbs is not working right and they wanted to a diagnostic check; turning stimulation up did not resolve the issue. The patient was experiencing feet cramping on her left side and her fingers were constantly sticking up/down. Due to the dbs system only taking care of some of her problems and her body not tolerating sinement, the patient is scheduled to have a pallidotomy on (B)(6) 2016. The patient reported falling on either (B)(6) 2016 but it was no major as she has fallen much worse before; the patient did not know that dates of the previous falls. During the call, the patient reported seeing a message on their patient programmer saying connection status is not ok. It was reported that the patient was also anxious because they are having a huge snow storm and does not think the cramping is not out of character, she is just worked up and wants to blame it on something. Additional information has been requested regarding cause and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.